Event description:
It was reported, that the rigid video scope exposed a splash screen. Occasionally, the screen becomes blurred and indistinct with horizontal stripe. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the universal cord malfunction causes purple screen in the image. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the cable was damaged, leading to blurred and indistinct image. The event can be prevented, by following the instructions for use which state: pull on the connector casing of the light-guide connector, when disconnecting the endoscope from the light source¿ (instruction manual, wa50042a, pdf). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.